Manufacturer narrative:
Additional information, device evaluation the mvp-9q was returned for evaluation. As received, plug portion of the mvp was within the microcatheter. The microcatheter was cut and the plug was removed from the lumen. The plug portion of the device was found to be separated from the pushwire at the detach zone. The pushwire was not returned. Visual inspection of the detach zone and threaded insert revealed no irregularities. The plug was found to be fully opened with what appears to be dried clotted blood on the distal marker. Based on the device analysis and reported information, the report of pre-mature detachment was confirmed. The pushwire was not returned for analysis; therefore, any contributing factors from the pushwire could not be assessed. The cause of the pre-mature detachment could not be determined from the provided information. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The mvp-9q has not been returned for evaluation. The device was not returned, therefore the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received report that an mvp-9q prematurely detached during a procedure. The patient was undergoing embolization of the splenic artery. Vessel tortuosity was mild. The mvp system was prepared as indicated in the IFU. A continuous heparinized saline flush was not maintained during the procedure. It was reported that the mvp was advanced through the microcatheter without resistance. During advancement, the plug of the mvp detached from the delivery wire. It was reported that the delivery wire was not torqued during advancement. Afterward, the catheter was removed with the plug remaining inside. The procedure was completed using a new catheter and coils. There were no reports of patient injury in association with this event.